Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/12/2020. Additional information: d10, h6. Additional h3 investigation summary: nine intact reference sample foils were received for investigation for code nw2777 lot t8053. All received (09 ea) intact reference sample packs were visually inspected under a magnification for any damage and showed a multitude of wrinkles over the whole foil packs. Received intact reference sample foils then subjected to knot pull tensile strength test. The primary pack were opened, and suture and needle were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. All the open foils were checked for presence of pin holes and damage and it has been observed that 01 foil out of 09 received were observed with pin holes. Suture from damage foil was not consider for tensile strength test as it was received in partially disintegrated condition. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The reference sample was tested for knot pull tensile strength test and found to meeting the specification requirement. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retain sample analysis: as the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample meets the in-house average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample and reference sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2777/t8053. No any other event was reported for same description from other parts of country. Based on the analysis ¿the detected suture breakage issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t8053, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Nw2777, t 9024 were used to complete the surgery. What tissue was being approximated or sutured when it broke? Vaginal mucosa and skin were being sutured when it broke. How many of the total quantity were actually involved for the reported issue? Total quantity involved were 3 foils and remaining 9 foils were returned which were sent to you for investigation purpose. Note: events reported in 2210968-2020-00718, and 2210968-2020-00719.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used on the vaginal mucosa and skin. During the procedure, the suture was breaking from middle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.